Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy and a return of symptoms in (B)(6) 2015. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015 and a lead revision was planned for (B)(6) 2016. The event was assessed to be related to the lead and stimulation. The issue was not resolved at the time of this report. The patient was alive with no injury. The patient's medical history includes idiopathic functional incontinence since 1995. The manufacturing representative later reported there was no lead "revision" but it was believed that the event was due to the lead which was why it was planned to be changed, indicating lead replacement. The settings were several times (on (B)(6) 2015 and (B)(6) 2016) but the symptoms didn't resolve; impedances were sometimes >4000 ohms. On (B)(6) 2015, there were 3 combinations >4000 ohms (0-1; 0-2; 1-2). On (B)(6) 2015, 3 combinations were >4000 ohms (0-1; 0-2; 1-2). There were 3 combinations >4000 ohms (0-1; 1-2; 1-3) on (B)(6) 2015 and impedances were <(><<)> 4000 ohms except for the combinations 0-1, 0-2, 0-3 on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the neurostimulator was stopped on 27-sep-2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported reprogramming and repositioning of the electrode performed on (B)(6) 2016 due to connection issues and high impedance.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 388928 lot# 0209559877 serial# implanted: (B)(6) 2015 explanted: product type lead product ID 388928 lot# 0209559877 serial# implanted: (B)(6) 2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins and the leads were explanted on (B)(4) 2017. The patient had a botulin toxin injection. Conflicting information noted that the event was resolved on (B)(6) 2017 and on (B)(6) 2017. The event was assessed as serious by the investigator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.